Event description:
As reported by the user facility ((B)(6)): safety equipment failed to start, therefore the needle stabbed the nurse.

Manufacturer narrative:
(B)(4) is submitting this report on behalf of b.braun (B)(4) (MFR). This report has been identified as b. Braun (B)(4). Rec'd one used needle contaminated with blood. The catheter was not returned with the needle. The returned sample was visually checked and found that the safety clip was located below the crimping area and was pushed aside from the needle (not in engaged position). No damage or defect was noted on the needle. The batch mfg record was reviewed and there were no such defects encountered during final control inspection. The sample was forwarded to production's investigation team for further evaluation. A follow up report will be provided after the statement is available.